Event description:
The technician alleged that the brake casters will pop back to neutral if you set them at the head end and shake the bed. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.